Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer, reported that on or about (B)(6) 2015, the patient called the manufacturer representative and was told they couldn't help them as they moved. The patient needed their health care provider (hcp) to change a setting from 3 to another one. It was very disappointing and the patient continued to have discomfort. The patient called their hcp and they still had not called them back on (B)(6) 2015. A technician called the patient and solved the problem.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0k32w, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer and manufacturer representative reported that the patient experienced a loss or change of therapy and therapy was not working since (B)(6) 2015. The patient saw their manufacturer representative for reprogramming and it was still not working. There were no falls or trauma that could be related to the issue. The patient's health care provider (hcp) recommended the patient contact the manufacturer representative for additional reprogramming and the patient got no response. The manufacturer representative reported that the patient needed a new battery and the hcp's office was supposed to schedule the surgery. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.